Manufacturer narrative:
System components: pump: model- 72401110, lot sn- 615720007, mfg date- 09/30/2009, exp date- 09/25/2014. Reservoir: model- 72400152, lot sn-602131009, mfg date- 06/30/2009, exp date- 06/26/2014.

Event description:
It was reported that the patient experienced a replacement of an inflatable penile prosthesis (ipp) device due to a pump malfunction and tear in the cylinder. A patient outcome was not reported.

Event description:
It was reported that the patient experienced a replacement of an inflatable penile prosthesis(ipp) device due to a pump malfunction and tear in the cylinder. A patient outcome was not reported.

Manufacturer narrative:
The ams700 pump was visually inspected. No leak was found. The pump passed all functional tests. Most likely the cylinder leak caused fluid loss which caused the pump malfunction allegation. The product analysis did not confirm a pump malfunction. Cylinder tear was reported. The ams700 cylinders were visually inspected and functionally tested. There was a leak in one cylinder due to input tube wear and avulsion. The other cylinder performed within specifications. The product analysis confirmed the allegation of cylinder tear based on the identification of the leak due to input tube wear and avulsion. The investigation conclusion code of cause traced to component failure was chosen because the reported events be traced to a component failure through product analysis. System components pump model- 72401110 lot sn- (B)(4) mfg date- 09/30/2009 exp date- 09/25/2014 reservoir model- 72400152 lot sn-(B)(4). Mfg date- 06/30/2009 exp date- 06/26/2014.

Manufacturer narrative:
Additional information received that the patient outcome was reported to be well. System components: pump; model- 72401110; lot sn- (B)(4); mfg date- 09/30/2009; exp date- 09/25/2014. Reservoir: model- 72400152; lot sn-602131009; mfg date- 06/30/2009; exp date- 06/26/2014.

Event description:
It was reported that the patient experienced a replacement of an inflatable penile prosthesis(ipp) device due to a pump malfunction and tear in the cylinder. A patient outcome was not reported.